Manufacturer narrative:
(B)(4). Eval, results: (arterial trauma/dissection/perforation), (cause of dissection can not be determined). Eval, conclusions: (cause of dissection can not be determined).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.0 cm x 5.5 cm saccular thoracic aortic aneurysm at zone 4 approx 7 months ago. Vessel morphology was reported as there was moderate calcification in the iliac artery. The two talent thoracic stent grafts were successfully implanted and the delivery catheters were removed without issue. It was reported after the final angiogram, there was a dissection in the iliac vessel. The physician implanted an unk stent which resolved the dissection. (Mfg#2953200-2010-02267). At the three month f/u, the stent graft was patent. No add'l clinical sequelae were reported, and the pt is fine.

Event description:
Additional information reported that the investigator assessed that the angiography revealed the location of the dissection observed on to be in the right external iliac artery. The right external iliac artery was the access vessel used during implant of the device.